Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose while using a g7 cgm with ilet, with the lowest cgm value of 67 mg/dl, lasting approximately five minutes, after which glucose was trending upward following treatment with carbohydrates; the user attributed the event to cold medication, and the case was categorized as a low glucose event with cause unclear. Symptoms included hypoglycemia. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.